Event description:
Customer reported the insulin pump alarmed no delivery. Customer stated he had called three days prior concerned about the no delivery and device continues to alarm. Customer stated there was plenty of insulin in the reservoir. He also stated the piston would not move without the reservoir in it. Customer's blood glucose was 140 mg/dl. Customer was unaware how damage occurred. The piston was not rewinding or priming it would not move. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.